Manufacturer narrative:
A field service engineer was dispatched on 07/05/2016. The fse inspected the system and found some signs of leaking at the pump. The fse replaced diaphram for pump and cleaned stat position sensor. The fse performed normal startup, d. Flush, and prime of all buffers and h/w and ran calibrators and qc - passed. There was no further action required from field service. The g8 analyzer is functioning as intended with all issues cleared. The most probable cause of the reported event was the pump unit, pump diaphragm worn out. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported low ta (total area) with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.